Event description:
It was reported while using the panel phoenix nmic/ID-485 an unspecified number of patient isolates (salmonella spp.) Were misidentified as escherichia coli. The user verified the final result using a reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of salmonella sp. And e. Coli and high mic results for ceftolozane-tazobactam (CT) when using phoenix panel nmicid-485 (catalog number 449526) batch number 5056684. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house isolate salmonella species 9917, and e. Coli isolates (qc a25922 and in house 11002 and 18187) on a phoenix m50 machine and evaluated for identification and/or CT mic results. The panels tested identified their inoculated isolates correctly and returned the expected CT mic and sir results; therefore, this complaint is not confirmed. As no complaint trends were identified, no action are indicated at this time. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the panel phoenix nmic/ID-485 an unspecified number of patient isolates (salmonella spp.) Were misidentified as escherichia coli. The user verified the final result using a reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.